Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product ID: 37086. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had no therapeutic effect. Impedance measurements were taken and found to be about 5000 ohms on the left side. The physician performed a revision and it was confirmed that the lead was broken. The physician decided to replace the left extension, and they plan on replacing the left lead. The issue has not yet been resolved. It was unknown if there were any external or environmental factors that led to the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the broken lead was due to a patient fall. The lead has not yet been explanted, but it will be before summer.